Event description:
It was reported that during in-clinic follow up, failure to capture and dislodgment were noted on the right atrial (ra) lead. The physician elected to explant the ra lead and replace it with a new lead. The patient was fine before, during, and after the procedure